Event description:
It was reported that during the post-op check after a pulse generator implant the right atrial lead exhibited loss of capture and loss of sensing. A chest x-ray revealed that the lead had dislodged. The lead was scheduled to be repositioned.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.